Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-dec-2017 with the following findings: during investigation, the ez-prime steps were performed correctly and unable to set the basal rate and to run the pump for a 24 hr duration test. The pump's cover was removed and there was no intermittent condition found to the printed circuit board. A unity test code down loader tool application was used to upload test code to master processors. The upload was successful, the pump powers up and display just ¿msp¿ instead of ¿msp2¿..3-(2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is concluded.